Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that that implantable cardioverter defibrillator (ICD) exhibited noise oversensing. Programming changes were discussed, no intervention was reported. There were no patient consequences noted.